Manufacturer narrative:
Additional information has been requested, but to-date, no new information has been received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that five years, eleven months post-implant of this valved conduit, the device was explanted and replaced. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.